Manufacturer narrative:
Concomitant medical products: product ID: 3587a25, lot#: n162072, a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they think their implantable neurostimulator (ins) was going down. They felt that the ins would go because they had to increase stimulation. During the patient's (B)(6) 2010 procedure, the physician told the patient that their "lead was falling off" and they would fix it at the next surgery. The patient thought the ins would need a replacement soon because they had it since 2010 and they had to increase stimulation 3 months ago. Relevant medical history includes radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they had an appointment with their doctor for (B)(6) 2016 and would discuss fixing leads.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3587a25 lot# n162072, product type: lead.

Event description:
The consumer mentioned that they met with a manufacturer representative (rep) because they were having trouble with the leads. It was further explained that they saw their healthcare professional and did an x-ray. The x-ray results showed that the leads were not falling off as the was thought. A reprogramming was order but it was reported that the rep could not reprogram. There was a report that a trial of new lead was ordered and if the new lead gave pain relief in the back, they would replace the lead. The patient confirmed that the stimulation fell from their back to their knees and they had pain in their back that started 3 months prior which was why the patient had to increase stimulation. The healthcare professional later reported that the device was interrogated by the rep. X-rays showed no breakage or change in position of the lead and battery.

Manufacturer narrative:
Concomitant medical products: product ID 3587a25, lot# n162072, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.